Event description:
Reporter called to state his glucose sensor is recording low reading. He had an event where his device alarm went off and read 50 mg/dl, but the manual stick read 80 mg/dl. He states he checked with abbotts site for recalls, and his device's specific serial number is not included in the recall. He started using this device on (B)(6) 2026 and stopped using it 15 days later.